Event description:
A filter did not appear to open following deployment via a femoral approach. The sheath was re-advanced over the filter and uneventful retrieval followed. A second filter was successfully placed without pt complications which may have occurred during retrieval. A delivery system in the released position along with a sheath and dilator were rec'd, evaluated and retained by this MFR. The filter was located in the distal end of the sheath. The sheath was cut to remove the filter and it was noted that two of the filter legs were crossed which may have occurred during retrieval. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... The introducer catheter must be flushed through the opened flush port by frequent injections or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."